Manufacturer narrative:
Device eval anticipated, but not yet begun. Conclusion: the suspect device involved in the reported incident was returned to merit medical for evaluation. A follow-up report will be submitted when the investigation is complete.

Event description:
The complainant reported that during an angiography procedure, contrast agent leaked out from the connection between the stopcock and the female connector of the high pressure tubing. No pt or clinician harm or injury occurred as a result.